Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriage and found that the locking legs had been damaged preventing the transfer carriage from properly locking to the docking station causing the reported event to occur. The evolution transfer carriage is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The technician adjusted the leg lock assembly, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their evolution transfer carriage, it fell to the floor contacting their leg. No medical treatment was sought or administered.